Manufacturer narrative:
The investigation was unable to determine a specific root cause. No relevant analyzer alarms occurred during the timeframe of the event. No general reagent or analyzer problems were identified during the service visit.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. The initial result was 68 u/ml, and the repeat result was 22 u/ml. An aliquot of the same sample was tested on another e801 module, and the results were 21 u/ml and 21 u/ml.

Manufacturer narrative:
The reagent lot number was 84575601 with an expiration date of 30-sep-2026. The field service engineer checked the analyzer and did not identify the cause. He confirmed the amount of wash water for reagent and prewash, cleaned the reagent probe, pre-washed the sample probe, and pre-washed the washing tank. He performed instrument checks, device performance tests, and confirmed there were no problems. The investigation is ongoing.